Manufacturer narrative:
Initial reporter facility name: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes had foreign matter found between the package film and the blood collection tube. The following information was provided by the initial reporter: the customer reported that a hair-like foreign matter was found between the package film and the blood collection tube. Foreign matter was detected by visual inspection before use.

Event description:
It was reported that before use bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes had foreign matter found between the package film and the blood collection tube. The following information was provided by the initial reporter: the customer reported that a hair-like foreign matter was found between the package film and the blood collection tube. Foreign matter was detected by visual inspection before use.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. It was determined by management that this is not a product complaint, therefore, this is not considered to be a reportable malfunction.